Event description:
It was reported that error 824 occurred on the patient side cart (psc). The system encountered an error on bootup. Technical support engineer (tse) verified that the emergency power off (epo) was engaged and then had customer try a different wall outlet, but the issue persisted and a red battery indicator remained illuminated. Tse was unable to review logs because the unit was in standalone mode during the call and advised keeping the unit plugged in even while powered off. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse verified the patient side cart (psc) was still experiencing 824 error. Fse attempted to reset the system power manager (spm) via spm reset and disconnect but was unsuccessful. Fse replaced the spm and verified charging. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The spm was returned for failure analysis, and the reported issue was confirmed but not replicated. System logs revealed error 824 indicating the fault had occurred in the field. A visual inspection revealed no issues directly linked to the reported event. The spm was installed onto a golden system and underwent 10 power cycles, with no errors triggered. The system was left idle and ran on battery mode for two hours to drain the battery to 60 percent. The system was then switched back to charging mode and left idle for another one hour to charge the battery back to 80 percent, with no issues observed. The spm status was monitored throughout the idle and testing periods; no issues were observed. Another 10 power cycles and switching between battery mode and charging mode were performed to ensure that the spm was functioning correctly. No trouble found (ntf). The complaint was confirmed based on failure analysis. Failure analysis could not determine the root cause of the issue. .